Event description:
Prior to use of the device, the user observed that the battery back-up module maintaining an adequate charge. The battery was depleted. There were no adverse consequences to the pt as a result of this event.